Manufacturer narrative:
Final device investigation found that the device was returned with the jaws stuck closed and the knife blade not fully retracted. The jaw did not appear to be properly aligned. Upon eval, the jaws could not be opened at all. The device history record was reviewed and no discrepancies were noted. The instructions for use state "do not overfill the jaws of the instrument with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or pt."

Event description:
It was reported that the jaws on the device locked on the pt's tissue during a lap assisted vaginal hysterectomy, forcing the doctor to take more tissue than wanted. The surgeon cut around the tissue to remove the device. Another device was used to complete the procedure. There was no pt injury.